Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with it trigger partially engaged and its rotation tab bent. A clip was stuck in the bent rotation tab. The returned sample appears used as there is biological material present on the device. First, the clip that was stuck in the rotation tab was manually removed and the trigger cycle was completed. It was noticed that no clip was in the next position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. The next clip was protruding from the channel and the following clip was out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. A clip was found to be broken at the hook in the channel. The sample was received with 9 clips remaining, including the clip that was returned stuck in the bent rotation tab, indicating that 6 clips were fired by the end user. One of the remaining clips was broken at the hook. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip jam" was confirmed based upon the sample received. One device was returned with a clip stuck in the rotation tab which was bent. Eight additional clips were remaining in the channel indicating that six clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. One of the clips were found to be broken at the hook. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the clip jammed and did not fire.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1800141 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed and did not fire.